Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt) + supra ventricular tachycardia (svt) and the discriminator did not apply. The patient was admitted to the hospital with medication given and possible vt ablation in the future. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2006. (B)(4).